Event description:
As reported by the field, during the use of a 4mmx23mm intracranial neurovascular stent (enf402312, 6398714), the physician felt strong resistance while advancing enterprise through the unspecified microcatheter (mc). Therefore, the physician pulled back the stent out of the patient¿s body safely. The physician used a same like product. The procedure was successfully finished. There was no patient injury reported.

Manufacturer narrative:
Product complaint # ==> pc- (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. The stent was noted bent, the findings meet us regualtory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during the use of a 4mmx23mm intracranial neurovascular stent (enf402312, 6398714), the physician felt strong resistance while advancing enterprise through the unspecified microcatheter (mc). Therefore, the physician pulled back the stent out of the patient¿s body safely. The physician used a same like product. The procedure was successfully finished. There was no patient injury reported. A non-sterile enterprise2 4mmx23mm, the delivery wire, and the introducer was not returned for evaluation. The stent component was noted to be kinked, and one of the marker bands was observed bent. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 6398714. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The device was returned to cerenovus for further investigation. Upon arrival, it was noted that the introducer and guidewire components were not returned for evaluation. Further examination under microscopic magnification revealed that one of the marker bands of the stent component was noted to be bent. No other structural damages or anomalies were noted on the struts nor the rest of the marker bands. No further testing could be conducted since the stent component was already deployed. However, the damage noted on the stent is suspected to be secondary to the resistance encountered during the procedure due to the manipulation required to advance the stent out of the microcatheter. As such, the customer complaint was confirmed. Since the concomitant microcatheter was not facilitated to the lab, no further evaluation could be conducted. A device history record evaluation was performed, and no non-conformances were identified. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) does contain the following recommendations: if resistance is met during manipulation, determine the cause of resistance before proceeding. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device. However; it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failures and damages on the returned system. Multiple attempts to obtain additional information were unsuccessful. If information is provided at a later date, the file will be reopened and processed accordingly. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.